Event description:
The following has been reported: "this device was later returned to the hospital's medical physics department for flagging an error message "error 51-001!!! Speaker" during an infusion, which is why they reported and sent it for servicing. " reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.